Manufacturer narrative:
Additional information was obtained from the field representative that the (B)(6) was not due to the device. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient expired due to a (B)(6) along with multiple system failure. The device was explanted at the mortuary. No performance issues were reported against the device.